Event description:
Baxter received a report stating that advanta 2 frame head and leg of the bed activated without any user input. The bed was located at the account. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician left the bed plugged and could not confirmed any movement from the head and leg part of the bed. The technician replaced the control power board and head drive motor for preventive maintenance. Based on this information, no further action is required. Per the baxtre service manual the advanta 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Although there was no reported injury with this event, if the report of an unintended movement from the head and leg part of the bed were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.